Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt's reported on (B)(6) 2013 his blood glucose and insulin history is as follows: he went to the hospital and was admitted to the intensive care unit for diabetic ketoacidosis. He was placed on an intravenous drip and he stayed in the hospital for a total of two days.